Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 50 mg/dl, cause was unknown. It was also reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.